Event description:
The save to disk was returned to the manufacturer and analyzed. The data analysis revealed that the device was subsequently out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise - interference/noise- high v-sic counts are observed with 4956 counts occurring since the (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system.- sensing - oversensing- multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (14 episodes nst, 9 episodes vf) power on reset - power on reset parameters- critical ram parity error recorded on (B)(6) 2010 at address 11 d2. Por severity: low. The device should be able to fully recover after the reset.